Manufacturer narrative:
UDI - (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On an unknown date, follow up imaging identified a suspected distal type I endoleak on the trunk-ipsilateral leg component in the left common iliac artery. Imaging reportedly identified aneurysm enlargement of 1cm. The cause of the endoleak is reportedly unknown. On (B)(6) 2017, an intervention was perform to treat the endoleak whereby, a contralateral leg component was implanted for distal extension on the trunk-ipsilateral leg component. Final angiography showed exclusion of the endoleak, and the patient tolerated the procedure.